Manufacturer narrative:
(B)(4). The psm unit was returned for failure analysis but the reported failure was unable to be reproduced, but was verified in the error logs. The arm was installed and tested on an in-house test system and powered up. Sine cycle and a test drive were performed without any issues. The patient side cart battery module has not been returned to date. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure; non-recoverable error 252 occurred. An intuitive surgical inc. (Isi) technical support engineer advised to reboot the system; however, non-recoverable error 802 occurred. The tse advised to hard power cycle the system and non-recoverable error 281 occurred. Errors persisted after troubleshooting so the surgeon made the decision to convert the procedure to traditional laparoscopic techniques to complete the procedure. No patient harm was reported. A field service engineer (fse) was dispatched to the facility and was able to reproduce the reported issue and verify the errors in the log files. The patient side manipulator (psm) and patient side cart battery module was replaced after troubleshooting. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. Battery box provides backup power in the event of loss of ac power to the system. This provides enough power to safely undock from the patient.

Manufacturer narrative:
Isi received the patient side cart battery box module involved with the complaint and completed the device evaluation. Failure analysis was able to confirm but not replicate error 802. The unit was installed in a test system and powered up in normal mode. The battery charged to 75% but failed during testing when the ac power cord was unplugged and shut down the system within 10 minutes. The unit passed on the bbm test fixture.